Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that covid vaccination medicine leaked from the syringe 3ml ll w/ndl 22x1-1/2 rb and needle connection site during use. The following information was provided by the initial reporter: "the luer-lok connection between the pre-packaged needle and syringe was not securely connected (tightly screwed together), resulting in leakage of diluent from the leur-lok connection. This broke aseptic technique/field and resulted in waste of full vial (which is a loss of 5 covid vaccines). No harm to patient or employee; full vial of pfizer biontech covid-19 vaccine vial was wasted as a result; yes, I retained the bd plastipak 3 ml syringe/needle; I did not see physical defect on inspection, the needle and syringe were not tightly screwed together".

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that covid vaccination medicine leaked from the syringe 3ml ll w/ndl 22x1-1/2 rb and needle connection site during use. The following information was provided by the initial reporter: "the luer-lok connection between the pre-packaged needle and syringe was not securely connected (tightly screwed together), resulting in leakage of diluent from the leur-lok connection. This broke aseptic technique/field and resulted in waste of full vial (which is a loss of 5 covid vaccines). No harm to patient or employee. Full vial of pfizer biontech covid-19 vaccine vial was wasted as a result. Yes I retained the bd plastipak 3 ml syringe/needle. I did not see physical defect on inspection, the needle and syringe were not tightly screwed together".